Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned device found that the stent was received moved distally out of the stent cup along the delivery shaft. The distal end of the stent was partially covering the delivery catheter tip and the distal wires were exposed by 2mm. During analysis it was not possible to retract the t-bar connector and outer sheath in order to deploy the stent due to a restriction. Following dissection of the shaft, there was no issue in movement of the proximal end of the outer sheath along the shaft. The distal end of the inner lumen and stent were withdrawn from the distal end of the outer sheath. The distal stent wires were uncrossed and the proximal stent wires were bent and stuck into the stent holder/holding sleeve. Microscopic examination of the proximal stent wires revealed that they had been pushed into the stent holder. There was a clear stent impression on the stent holder indicating that the stent had been correctly positioned during manufacture. The stent was then detached from the stent holder. A kink was noted in the inner lumen and outer sheath at the distal end. No other issues were noted. Damage noted to the device is consistent with handling and manipulation of the device. Based on the condition of the returned device and the evaluation conducted, the most probable root cause classification is handling damage as it was reported that the event occurred outside of the patient during preparation. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was to be used in the bile duct during a bile duct stenting procedure performed on (B)(6) 2014. According to the complainant, this was to treat 20mm lesion due to malignancy. Reportedly, the patient's anatomy was tortuous. During the unpacking, the physician attempted to deploy the stent by withdrawing the outer sheath but could not do so. As reported, the catheter was stuck with the stent. The device was not used and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results that the stent was damaged.